Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue was that the device was receiving a flow block message during patient-side occlusion in preventive maintenance due to false alarms and appearing during testing of the device. Retest of the patient-side occlusion task. Pop-up messages eliminated and no re-occurrences. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was receiving flow block message during patient side occlusion in preventive maintenance. There was no patient involvement.